Event description:
A nurse reported that a leak was found to be coming from the tubing of a transfer set during use. The set had been in use for 10 days. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection and leak testing noted a cut in the tubing near the sleeve of the transfer set. Clear passage testing and clamp function testing were performed with no issues noted. The sample confirmed the reported problem. The root cause of the cut was undetermined. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.